Manufacturer narrative:
Evaluation summary the device from this complaint was returned and evaluated at the regional service center. Service results concluded the reported issue of overfeed was not confirmed. The unit was tested with a feeding rate of 125ml. The delivered rate was as expected. However, service replaced an outdated battery and updated the software version. All device history records (DHR) are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the pump is overfeeding. There was no harm to the patient.